Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced a pericardial effusion that required drainage. After the ablation was conducted, the patient's blood pressure decreased. Pericardial effusion was confirmed using fluoroscopy and ultrasound machine. Drainage was performed and the patient's condition improved. The physician's opinion on the relationship between the event and the product was that it was found after the ablation. It was reported to be procedure related. A causal relationship with the product was reported. No abnormalities were observed prior to or during use of the product. There was no error message observed on the biosense webster equipment during the procedure. The patient has fully recovered; however, the patient required extended hospitalization for management of the drain. Procedural activated clotting time (act) was 300. Transseptal puncture was not performed. There was no evidence of steam pop.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31451277l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).